Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown healing collar and imp,tsv,3.7,8,mtx,mg (tsvtb8) were not returned. The implant continued to be used. Only an unrelated thread tap was returned for inspection, but will not be investigated further. Since products have not been returned, visual/functional inspection could not be performed. The reported products were located on an unknown tooth site and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the products. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant's internal threads are damaged in the implant that support an upper denture. The internal portion of the implant at the most distal part has been damaged. A tap was requested to get the locator in and have it work. Customer confirmed that the damaged to the implant's threads were as a result of a loosened healing screw which was in the patient's mouth for an extended period of time due to unrelated surgery. The implant was not removed and she has received the re-threading tool to repair the implant. The reported events are non-verifiable with the information provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing screw loosened in the patient's mouth and resulted in damage to the internal threads of the implant. Implant is still in place.